Event description:
It was reported that the patient received magnetic resonance image (MRI) scan after suffering a stroke. Interrogation of the device identified an electrical reset had taken place. Pacing rate had changed to 65bpm and the programmed amplitude had increased on bothof the leads. The device was reprogrammed. The clinician performed a full follow up check which showed normal function. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).